Event description:
It was reported that telemetry dropped out during a capacitor maintenance. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.